Event description:
It was reported that at a lead repositioning several weeks post implant, the lead helix would retract but it took more than 20 plus rotations to extend it. On the final attempt, the physician could feel torque building up in the lead but the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the defibrillator conductor was distorted, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the stylet was bent. Visual analysis noted apparent explant damage and that there was blood and tissue visible inside the helix.